Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the valve is wrong size/ model. As stated on the repair statement additional malfunction on this device: red and green lights and unit shuts down.